Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, review of field data and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No return patient sample was available. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This event is being filed on an international product 2g22, that has a similar product distributed in the us, ln 4p53.

Event description:
The customer observed a (B)(6) hbsag result on the architect i2000sr analyzer. The following data was provided: initial 1.038, repeats 1.000, 1.223 s/co) and hbsag confirmatory was reactive (hbsagc1 0.173, hbsagc2 0.823 reactive, hbsag percent 102.9356). The patient had two other specimens tested (sids (B)(6)) that were (B)(6) and matched the clinical indication of the patient.